Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. There was evidence of thermal damage to components of the system board. The thermal damage was isolated to the components. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's porting block adapter was replaced to address the issues.